Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via clinical study that the subject experienced severe hyperglycemia. The subject's blood glucose level was 545 mg/dl and ketones were 2.0 mmol/l. The subject went swimming and the site got bad. The subject changed the site and used temporary basal. Blood glucose and ketones were resolved same day. The insulin pump will not be returned for analysis.